Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A loan device was provided to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an alarm associated to a discrepancy between the set and the actual flow value during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The reported error could be reproduced upon functional testing. The mass flow controller for air, the mass flow controller for o2 and the measuring bridge for air have been replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
H.10: no repair activity has been conducted yet on the unit. Based on the investigation performed for similar cases, this kind of event can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controller). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.